Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Refer to medwatch# 2032227-2015-14633.

Event description:
The customer's nurse reported that the customer blood glucose had been elevated. The blood glucose was over 500 mg/dl. The customer was treated with a manual injection and the blood glucose at the time of the report was down to 217 mg/dl. The insulin pump had alarmed for no delivery and for motor errors. At the time of the motor error, the blood glucose was 420 mg/dl and the customer was treated with a manual injection. The customer was able to complete the rewind sequence. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.